Event description:
It was reported that the patient experienced a urinary tract infection while using the purewick urine collection system and the doctor asked to stop using the purewick urine collection system. The patient placed the first order for a purewick product in june 2021 and still the patient did not order anything. It is unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate system design". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "replace the canister and tubing for each patient per facility protocol or at least every 60 days, whichever is sooner. If you notice any of the following, replace immediately: ¿ canister or tubing has residual urine build-up. ¿ canister or tubing appear cloudy. ¿ canister or tubing appear discolored. ¿ canister becomes cracked. ¿ tubing becomes torn. ¿ purewick¿ external catheter no longer securely connects to collector tubing. Failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced a urinary tract infection while using the purewick urine collection system and the doctor asked to stop using the purewick urine collection system. The patient placed the first order for a purewick product in june 2021 and still the patient did not order anything. It is unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced a urinary tract infection while using the purewick urine collection system and the doctor asked to stop using the purewick urine collection system. The patient placed the first order for a purewick product in (B)(6) 2021 and still the patient did not order anything. It is unknown what medical intervention was provided for urinary tract infection.